Manufacturer narrative:
The device was evaluated by zoll medical australia; the customer's report was observed and attributed to the analog board. The analog board was replaced to remedy the report. The device was recertified and returned to the customer. The analog board was returned to zoll medical chelmsford for further testing. The customer's report was duplicated and attributed to a defective top ECG shield on the analog board. The analog board was scrapped after testing. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.